Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers 6 and 7 failed to open or close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening and closing. A field service engineer (fse) discovered the issue with the comm-sled socket for the all in one (aio) communication usb, which was damaged/loose. Replaced the comm-sled due to a broken universal serial bus (usb)-b 2.0 printer port where the aio connects, which was causing cubie failure. After replacement, contacted customer service to reconfigure the network settings and successfully tested multiple times. Additionally, drawers 6 and 7 cubies were intermittently failing. Inspected all drawers and cubies, tested all components, reseated connections, and removed debris from cubie trays. Left ticket open for follow-up. Later replaced the comm-sled and confirmed the station was fully functional. Issue resolved. The system functioned as intended after the field service engineer repaired the device.